Event description:
Procedure type: inguinal hernia repair. According to the reporter: on inflation of balloon, it burst inside pt's abdomen. On examination of balloon, there seems to be a piece missing but the surgeon examined visually and verified that it is not inside the pt. A new instrument was used to complete the procedure. No pt injury was reported.